Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited noise and no sensing during product testing. The lead loss of sensing was unable to be resolved with this lead. The physician elected to remove and replace this lead. No adverse patient effects were reported. The lead was returned.